Event description:
The customer reported via phone call that they had several unexplained low blood glucose events. Customer reported almost being hospitalized from their low blood glucose. The customer's blood glucose was 50 mg/dl in one incident. Customer treated their low blood glucose with juice and food during this incident. The customer also experienced disorientation and shakiness from their blood glucose. The customer's current blood glucose was 154 mg/dl. The customer treated their blood glucose with food. Troubleshooting found the drive support cap appeared to be normal. The customer declined to troubleshoot any further on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.